Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of intermittent "beeps" and battery switching on their controller. It was suggested that the controller be exchanged. After speaking with the patient, it was discovered that the patient had been keeping car keys, mobile phone, etc. In their patient pack next to the controller. The patient was reeducated to not store those items in the pack. This should resolve the issue and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient was complaining of intermittent "beeps" and battery switching on their controller. It was suggested that the controller be exchanged. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device could not be performed since the device was not returned for evaluation. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone, or "beep". As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary discon nections between the controller and battery. If information is provided in the future, a supplemental report will be issued.